Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this lead exhibited signs of infection. The lead was explanted; no further adverse patient effects were reported and no other products were reported to have been involved.